Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during procedure part of the tip of the probe loosened. It can not be confirmed by the surgeon that piece was removed.

Manufacturer narrative:
(B)(4). Alleged failure: white part from the tip of the probe loosened. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during procedure part of the tip of the probe loosened. It can not be confirmed by the surgeon that piece was removed.